Manufacturer narrative:
(B)(4). Additional surgery for removal of device.

Event description:
The patient had an injury requiring her to have diagnostic tests done. She needed to have the implantable neurostimulator system removed. The hcp reported that explant has or will occur. There were no symptoms associated with the event. There was no patient injury associated with the event.